Manufacturer narrative:
Batch review performed on 05-dec-2022: lot 2204268: (B)(4) items manufactured and released on 19-may-2022. Expiration date: 2027-05-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of the review. Additional device involved. Batch review performed on 05-dec-2022. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2211264: (B)(4) items manufactured and released on 01-jul-2022. Expiration date: 2027-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary surgery, the patient came in reporting pain due to joint luxation and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.